Event description:
The patient reportedly, experienced decrease in performance. The patient was seen at the center for evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. The patient was seen by a company representative for device evaluation. Testing performed, confirmed that the device was functioning. The patient continued to be monitored by the center. However, the patient's parent has decided to remove the device. Surgery to explant the patient's c1 device is to be scheduled.